Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. MDR MFR report # 1917413-2018-03303, was previously submitted and accepted to report the ¿poor vacuum¿ described. Lot # 7256827 was reported, but there was not a catalog number reported for this complaint. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was blood leakage through the top of the unspecified bd vacutainer® that caused lack of suction. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was blood leakage through the top of the unspecified bd vacutainer® that caused lack of suction. There was no report of exposure, injury, or medical intervention.